Manufacturer narrative:
(B)(4). RMA was issued. The device in question was returned for an evaluation, which was completed as of (B)(4) 2015. That evaluation concluded that the complaint was confirmed for the broken cross brace and hardware. The underlying cause of this damage, however, was not identified. Follow-up filed.

Event description:
The chair right cross brace was broken and a lock nut had sheared off.

Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
The dealer states the chair right cross brace was broken and a lock nut had sheared off. The dealer has no further information to provide.